Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and lumps are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported ten minutes after injection with juvederm voluma xc in the "lower face" and "perioral area" as well as concomitant injection of juvederm volift with lidocaine in the oral commissures, the patient developed swelling and lumps at the oral commissures. Patient was treated with hyalase and prescribed keflex. Symptoms resolved the day after injection.